Event description:
Baxter infant infusion pump was programmed for gentamycin infusion with the appropriate settings, 3cc syringe, 30 minute infusion time, 3 ml dose. Pump beeped and completed infusion after approximately 10 minutes. The baxter pump used for the infusion was taken out of service and checked by (B)(6) biomedical engineering. The infant pump was returned to service after it was found to be working properly. The baxter infant syringe infusion pump IV tubing has different manufacturers. Each manufacturer has two different tubing options which connect between the syringe and heplock for medication administration. The tubing package is labeled with approximate priming volume 0.4ml or 2.0ml. The IV tubing manufacturer used was health care technology (hct) which has packaging with the color and writing exactly the same for both tubing except for the name of the tubing (microbore or ultra-microbore extension set) and the approx priming volume of 0.4ml or 2.0ml. The nurse who administered the medication was unsure if she had used the 2.0ml tubing which would have allowed the medication to infuse at a faster rate. No adverse effect on infant noted. (B)(6).